Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the reported event at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not confirm the reported external battery issue. Visual inspection revealed the external dc connection pins of the battery cable were rotated, not fixed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was physical damage to the battery cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the external battery. There was no patient injury reported as a result of this incident.